Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the territory manager, the patient was prepped for a transvenous (ij) sapien 3 implant to replace a tricuspid surgical valve (hancock 2). After gaining access, the system was inserted through the 18f sheath and positioned 50:50 in the surgical valve. The s3 was deployed under rapid pacing. Per the physician's request +3ml was added to the delivery system to post-dilate. During post dilation, the balloon ruptured causing the system to entangle in the sheath during removal. The system was removed using a snare to help maintain control of the nose cone segment of the balloon. The patient remained stable, valve replacement was successful. The perceived root cause is over-inflation of the delivery system balloon. During pre-decontamination of the device it was discovered that the guidewire shaft was separated from the delivery system.

Manufacturer narrative:
The certitude delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection a radial balloon burst was observed. The distal balloon shoulders were flared out. The guidewire shaft was separated from the delivery system. Guidewire is inserted through the entire guidewire shaft. The guidewire shaft broke during retrieval of the guidewire by engineering. No relevant functional testing was completed due to the condition of the returned device (balloon burst). Balloon (single) wall thickness measurements were taken along the radial tear on the balloon to ensure that the wall thickness was within specification as a thin wall could contribute to a balloon burst. All balloon single wall thickness measurements met specifications. A DHR review of the affected work orders did not reveal any issues that could have contributed to the event. Lot history review did not reveal any similar. A review of complaint history for ¿balloon burst¿, ¿distal tip, nose tip ¿ separated¿, and ¿withdrawal difficulty¿ revealed that the occurrence rates for both categories did not exceed the november 2017 control limits. No IFU/training deficiencies were identified. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed based on device visual inspection. Review of manufacturing mitigations, dimensional measurements, and device visual inspection did not identify any manufacturing non-conformities on the returned device. Available information indicates that over-inflation of the delivery system balloon may have contributed to the reported event. Based on the returned condition of the device (balloon burst) the complaint was confirmed for delivery system ¿ withdrawal difficulty-through sheath. Available information supports that the condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the shaft. It is additionally possible that the distal balloon shoulder caught onto the tip of the shaft, as supported by the flared out wings seen during visual inspection. As such, the root cause for the balloon burst and delivery system withdrawal difficulty can likely be attributed to patient/procedural factors (calcified aortic root). Additionally, based on the returned condition of the device the complaint was confirmed for distal tip, nose tip ¿ separated. The observed separation is likely due to the difficulty withdrawing the delivery system as stated above. The wings of the distal shoulder may have caught on the sheath tip and excessive force to retrieve the delivery system may have caused the delivery system distal tip to be separated from the rest of the device. As such, the root cause for the balloon burst, distal tip, nose tip separation and delivery system withdrawal difficulty can likely be attributed to patient/procedural factors. The reported event is an anticipated risk of the transcatheter heart valve procedure.  A review of the risk management documentation for balloon bursts during thv deployment - unable to withdraw balloon, balloon bursts during thv deployment ¿ tip separates, balloon bursts (radial) after successful deployment ¿ catheter separates, and unable to withdraw delivery catheter (balloon stuck at the tip of the sheath)- remove sheath and catheter was performed.  Potential hazard/harms severity classification is 3 for all, and includes: blood loss/bleeding (moderate/major) and additional intervention (percutaneous).  In this case, the patient remained stable and valve replacement was successful. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Additionally, since no manufacturing non-conformances were identified in the product evaluation and these failure modes do not exceed the complaint trending control limits, a pra escalation is not required.